Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6)-year-old male patient, the device was unable to detect the attached electrode pads. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. A review of all available device logs did not identify any cable faults, pad faults, issues with related multifunction cable (mfc) connection or the device's ability to deliver therapeutic energy. The device underwent functional testing including discharge, CPR feedback, and peripheral performance testing without observing any issues. Accessories were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.